Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation surgery for femoral trochanteric fracture with the nail and drill bit. When the surgeon closed the incision, he found that there was a metal fragment. The metal fragment was removed from the patient. During the drill with the drill bit, the surgeon felt that the drill bit contacted the nail. The surgeon commented that the metal fragment might be generated when the drill bit contacted the nail. The drill bit had no visible damage and it is likely that the fragment was generated from the nail. The procedure was completed successfully. There was no reported surgical delay. The patient was reported as stable. Concomitant devices reported: pfna-ii ø11 xs 130° l170 tan (part number 472.106s, lot 65p2891, quantity 1), drill (part number unknown, lot unknown, quantity 1). This report involves one (1) drill bit ø11 f/pfna blade. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: visual inspection: only a small metal chip was returned for investigation. The visual investigation under the microscope showed one shiny side and one blackened side. Dimensional inspection: not possible due to the damage incurred. Document/specification review: manufacturing record evaluation cannot be performed due to missing lot information. Summary: the complaint condition is confirmed, as a small metal chip was returned for investigation. The microscopic examination did not allow any conclusions to be drawn about the origin of this fragment. Since the exact lot number is not known the manufacturing record evaluation could not be performed and the present complaint cannot further be analyzed. Possible sources were investigated: drill bit part# 356.822 is made of stainless steel (440a), hardened and annealed pfna-ii nail part# 472.106s is made of tan (ti al6 nb7) anodized ¿aqua¿. As mentioned by the surgeon the drill bit contacted the nail during drilling and the metal chip might be generated when the drill bit contacted the nail. The visual inspection under the microscope gave no indication of the origin of this chip, no color of an anodization layer is visible. However, since the drill bit is made from hardened stainless steel it is most likely that the chip originated from the pfna-ii nail. No definitive root cause could be determined based on the investigation, but it is seems that the metal chip was due to some technical issue during surgery. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b6. Updated information provided for reporting. D11: additional concomitant device reported device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.